Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, and provided the caller with instructions on backup therapy using mdi and how to put the pump into storage mode prior to returning it. The caller acknowledged these instructions and confirmed their shipping address, opting not to require a signature for delivery.